Manufacturer narrative:
(B)(4).

Event description:
Procedure type: esophagogastrectomy. According to the reporter: the surgical and anesthesia team passed the orvil 25 properly. Dr. (B)(6) attempted to mate the dst eea25 with the orvil25, however, it would not mate. He and the staff reviewed the outside of the instrument packaging for instruction dst eea 25 as well as the orvil 25, but did not see anything that would indicate they were not using the proper instrument. The hospital does not keep the orvil box on the shelf. The individual instruments are placed on the shelf. After attempting to mate the dst eea 25 and orvil25 for over 1 hour they opened a dst eea 25 xl. Dr. (B)(6) mated the instrument with the orvil and fired. The visibility was limited because the anastomosis was near the mediastinum. It is speculated the anvil prongs were damaged while attempting to mate the dst eea 25 which resulted in the instrument not firing properly. Dr. (B)(6) had to make an unplanned thoracotomy to gain access in order to hand sew the anastamosis. Dr. (B)(6) commented: the problem of the eea mismatch caused at least 2 hours of.....